Event description:
Boston scientific received information that during routine replacement of this cardiac resynchronization therapy defibrillator (crt-d), the set screws appeared stuck in the header. Further troubleshooting revealed that there were two more set screws that hadn't been loosened. The set screws were successfully loosened and the leads were removed from the header. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.